Event description:
The customer reported erroneous troponin I (accutni) results generated on the access 2 for one patient. The initial result was within the risk stratification range. The sample was automatically repeated due to a reflex condition and also recovered within the risk startification range, but with unacceptable precision. The customer questioned the results due to poor precision and because a different sample from the patient analyzed the previous day recovered within the normal reference range. The customer re-centrifuged teh sample and repeated it twice. Both results recovered within the normal reference range. The patient was redrawn and analyzed in triplicate. All of these results also recovered within the normal reference range. The customer stated the erroneous initial result was reported out of the laboratory. Based on the result, the patient, who was already hospitalized as an in-patient, was transferred to the cardiac care unit. The customer did not know if any procedures were performed on the patient before corrected results were provided to the physician. The customer stated that quality control (qc) data was within the laboratory's established limits before the event. A beckman coulter field service engineer (fse) was dispatched to the facility.

Manufacturer narrative:
The fse identified several hardware issues including pipettor and wash arm misalignment, incorrect ultrasonic transducer voltage, and a noisy incubator belt. The fse completed the repairs and returned the instrument to the customer.